Manufacturer narrative:
Upon visual inspection, it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short circuit occurred in the lower battery pack between the cells and printed circuit board. There was a blackening on the top of the lower battery pack and its printed circuit board. Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into the fault in the board. Additionally, there was a slight melting of the handset enclosure. This concludes the investigation. A recall is ongoing. Reference z-2716/2717-2016.

Event description:
It was reported that the batteries are not holding a charge.